Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7065-90, lot# 493745, mfd. 09/22/16, expires 2021-09, UDI (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# 493795, mfd. 12/17/16, expires 2021-12, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493762, mfd. 10/04/16, expires 2021-10, UDI (B)(4).

Event description:
The patient had a previous long construct lumbar fusion and has a difficult anatomy with large foramen. The patient underwent initial right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of radicular leg pain following the procedure. The surgeon determined via CT scans that the cephalad and middle implants may have breached the neuroforamen and were irritating the nerve root. A few days after the initial procedure, the surgeon performed a revision surgery where he removed all of the implants and replaced them with shorter implants of the same type. The patient's radicular leg pain symptoms were subsiding following the revision procedure.